Manufacturer narrative:
(B)(4). Date sent: 2/8/2016. Added additional information: the analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please confirm the following with respect to the event: how much blood was lost (ml)? How was the bleeding controlled? Was a blood transfusion required? How was the leak controlled? Did issue result in change of procedure or alteration in post-op patient care? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the clips did not grip, fell off of the device or they crossed. There has been a biliary leakage and a hemorrhage. Another like device was used to complete the procedure.